Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 28.8 mmol/l which was treated with manual injection. Customer stated that insulin pump lost power during the night when they was sleeping. Customer was not in auto mode at the time of event. Customer stated that did not required emergency medical service or hospitalization as a result of high blood glucose. The insulin pump will not be returned for analysis.